Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent lead replacement procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: unknown, model: unknown, serial: unknown, batch: unknown.